Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event would not be associated with the device but rather would be related to user technique.

Event description:
Three twist drills were tested using a stryker command drill prior to use. The first drill bit bent, the second broke and the third was okay. This event did not cause any adverse consequences to the pt.